Manufacturer narrative:
The coaguchek xs softclix lancet device was returned for investigation. The reported failure of protruding lancets could not be confirmed during the investigation. The device was tested with test lancets at 11 different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The device could be primed and released without any problems and work in accordance with specifications. The device was disassembled and no abnormalities could be observed. All product batches are controlled with regard to the quality requirements of the product prior to delivery. Medwatch fields d4., d9., g1., and h3. Have been updated.

Manufacturer narrative:
The customer's lancet device was requested for investigation and replacement product was sent to the customer. Medwatch field UDI number = (B)(4).

Event description:
It was reported that a patient had an issue with a coaguchek xs softclix lancet device. The cap of the device was on, but the lancet would not retract.